Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the ivc wall and aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. During deployment, vein dilator and introducer sheath were passed over the wire into the ivc to the level of l2 and the filter was deployed. Post deployment, it was observed that the filter was migrated to level of l4. Also, it was observed that the filter was tilted clockwise.10 days later, patient was presented with abdominal pain. CT scan showed that the ivc filter that straddled the iliac vein bifurcation, which was deployed horizontally across the base of the ivc. Two years followed by; CT scan revealed that the ivc filter in a relatively transverse position just above the confluence of the iliac veins. Also, it was observed that several of the metallic legs projected beyond the margin of the ivc. Therefore, the investigation is confirmed for filter tilt, filter limb perforation and positioning issue. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. During deployment, vein dilator and introducer sheath were passed over the wire into the ivc to the level of l2 and the filter was deployed. Post deployment, it was observed that the filter was migrated to level of l4. Also, it was observed that the filter was tilted clockwise.10 days later, patient was presented with abdominal pain. CT scan showed that the ivc filter that straddled the iliac vein bifurcation, which was deployed horizontally across the base of the ivc. Two years followed by; CT scan revealed that the ivc filter in a relatively transverse position just above the confluence of the iliac veins. Also, it was observed that several of the metallic legs projected beyond the margin of the ivc. Therefore, the investigation is confirmed for filter tilt, filter limb perforation and unintended movement. Based on the available information, the definitive root cause is unknown.labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the ivc wall and aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.